Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right posterior atrio-ventricular (rpav) artery. A 2.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced with resistance met and inflated 1 time to 10 atmospheres (atm). The second inflation was to 16 atm, at which time the balloon ruptured, possibly due to the heavily calcified anatomy. The bdc was simply removed and another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.